Manufacturer narrative:
(B)(4). The customer returned a single spring wire guide (swg) for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have two kinks and one bend on the body. The distal j-bend was intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The kinks in the guide wire were located 348mm and 469mm from the proximal end. The bend was located at 405mm from the proximal end. The overall length of the guide wire measured 603mm which is within the specification of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.802mm which is within the specification of 0.788-0.826mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components only encountering resistance at one of the kinks. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire was kinked was confirmed through examination of the returned sample. The guide wire body had two kinks and one bend in the body. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the user tried to insert the catheter from internal jugular, using the catheter of "catheter over needle". After confirming aspiration of the blood, the user inserted swg through the catheter of "catheter over needle". However, after insertion of about 10cm, he/she felt a strong resistance and was unable to advance the swg any further. Therefore, the device was removed and found it kinked. The procedure was done by using another kit, and no harm to the patient occurred.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the user tried to insert the catheter from internal jugular, using the catheter of "catheter over needle". After confirming aspiration of the blood, the user inserted swg through the catheter of "catheter over needle". However, after insertion of about 10cm, he/she felt a strong resistance and was unable to advance the swg any further. Therefore, the device was removed and found it kinked. The procedure was done by using another kit, and no harm to the patient occurred.